Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was achieved using a proglide device after an interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 22fr sheath. Reportedly, after deploying the proglide suture the 0.035 guide wire could not be re-insert through the guide wire exit port, resulting in use of a second 0.035 guide wire. Reportedly, the suture trimmer could not cut the sutures. A second suture trimmer from one of the proglide devices used in this event was used to cut the sutures. Hemostasis was achieved using the sutures of the proglide device. There is no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty inserting the guide wire into the guide wire exit port was confirmed. For this specific lot, a search of the lot history record indicated no related non-conformance records and a similar incident query of the complaint database indicated no similar events. Based on an expanded investigation, a possible product issue related to the difficult to insert guide wire through the guide wire exit port was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017: instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.